Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 3.25 x 8.5mm (xifnt3285) was returned for investigation with an unknown and non-reported healing collar. The healing collar was not involved in the bone loss event and will not be investigated. Visual inspection of the reported product identified signs of use, dried bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2017110601). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2017110601) for similar events and no other complaint was identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced bone loss at the implant site. The implant was removed and the site grafted.